Manufacturer narrative:
A device fracture was identified during analysis of an unrelated issue. This fracture was not reported by the customer. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fractures. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape, although the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A device fracture was identified during analysis of an unrelated issue. This fracture was not reported by the customer; the customer stated the device remained intact during the procedure.